Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had an unstable total left hip. Surgeon found broken/fractured ceramic liner (inter-op). Excessive stem trunnion to cup insert and rim impingement.